Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the device was received for evaluation. A visual inspection was performed, and it was noted that there was a hole in the tubing. Pressure test and clear passage under water were performed, and it was noted that there was a leak in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked medication from the ¿tubing wall¿ onto the floor. This was observed during the beginning of intravenous infusion with ofirmev. To resolve the event, medication was readministered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.